Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the top of the reservoir and battery compartment is broken. The customer stated that the rough edges of the glass were digging on her skin. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corners. The insulin pump was missing the reservoir tube o-ring and end cap sticker. No broken lcd window noted.